Manufacturer narrative:
14-aug-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Consumer reported via phone call that the brushhead keeps coming loose from the shaft of the toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via phone call that the brushhead keeps coming loose from the shaft of the toothbrush. No injury was reported.